Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The battery cap or cartridge reportedly was unable to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 9/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/18/2016 with the following findings: during visual inspection of the pump, it was observed that the returned battery cap had a worn top slot and it was difficult to be removed from the pump due to the worn top slot. It was also observed that the battery compartment was cracked. Unrelated to the original complaint, it was observed that the bolus button was torn and the button was missing a white slug. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.